Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a (B)(6) baby. The berman angiography was done and when injecting contrast, the contrast was reported to have been expelled out of the tip of the catheter, and not the distribution ports. The contrast began to fill the balloon itself. The clinical support specialist asked if they were sure that the contrast was delivered into the injection port and not the balloon port and the clinician stated that it was not injected into the balloon port. The physician had concerns about deflating the balloon with contrast in it, but would need to deflate the balloon for removal. The rn stated that the md let the balloon deflate slowly and was able to get it deflated and removed without incident. There were no reported patient complications, injury or death. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4). Device evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of interlumen crossover is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that the event involved a (B)(6). The berman angiography was done and when injecting contrast, the contrast was reported to have been expelled out of the tip of the catheter, and not the distribution ports. The contrast began to fill the balloon itself. The clinical support specialist asked if they were sure that the contrast was delivered into the injection port and not the balloon port and the clinician stated that it was not injected into the balloon port. The physician had concerns about deflating the balloon with contrast in it, but would need to deflate the balloon for removal. The rn stated that the md let the balloon deflate slowly and was able to get it deflated and removed without incident. There were no reported patient complications, injury or death. Medical/surgical intervention was not required.